Event description:
The complainant reported that impella 5.5 had no issue with the insertion but a few minutes after starting the impella, blood and purge solution ran out of the red impella plug. It was advice to the medical doctor (md) to change the impella. The md chose to keep the impella and add extracorporeal membrane oxygenation support. The next day no leak was observed around the impella plug. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The failure mode "product damage (hole in catheter) was added to address the blood leaking from the red handle. The product was returned for investigation. There was blood seen in the red handle and in the catheter. The system was purged overnight but data logs could not be obtained because the impella was defective due to the blood in the handle. The pump did not have any purge leaks and was able to keep a steady purge pressure of ~550mmhg. The root cause of the purge leak could not be reproduced. The clinical stated there was bleeding from the red handle. The catheter was looked at and a hole was found near the 35cm mark. This hole most likely occurred during insertion, since the bleeding was noted shortly after starting the pump. The root cause of the product damage (hole in catheter) is due to use.